Event description:
A report was received that during the permanent implant of the patient, two leads appeared to be frayed when being inserted. It was determined by the physician that the insertion needle was the cause. A different needle and lead were used and the patient is doing fine.